Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,performed mfov detector offset procedure. Adjusted offset until image was aligned properly. System passed all testing and was returned to use. Codes:b01,c04,d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that they were receiving double image on spin primarily in cervical. Troubleshooting technical service suggest redoing the calibrati ons. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.